Event description:
(B)(4): it was reported that end caps from six equipment booms allegedly fell off of the booms. There was no reported patient involvement and no adverse consequences as a result of the alleged event. As a total of six booms were reportedly affected, other medwatch reports will be filed under 2031963-2012-0099 through 2031963-2012-00101 and 2031963-2012-00103 through 2031963-2012-00104.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. The actual device was evaluated and repaired by a stryker field service representative on (B)(4) 2012. Evaluation summary - it was reported that end cap covers allegedly fell off of an equipment boom. The root cause of the event has not been fully determined, however, it was reported that it may be due to improper installation. There was no patient involvement and no adverse consequences reported. The end cap covers were reinstalled by the field service representative.